Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed e315 error code. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of failures with the image sensor unit, internal circuit board of the endoscope connector, or video system center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, lighting lens cracked, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the extension of the angle wire, scratches on insertion part serpentine tube, operation part damaged, curved rubber adhesive part cracked, switch 1 scratched, liquid leakage to the scope connector, paint on the air/water supply cylinder peeled off, paint on the suction cylinder peeled off, wrinkles are found in the universal code, scratches found on the scope connector side of the universal cord, and scratches on operation part side of the universal cord. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite colonovideoscope exhibiting scope error e315. There was no patient involvement, or user injury associated with this event.